Event description:
During clinic follow up, post-paced t-wave oversensing were observed on implantable cardiac defibrillator (ICD). Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.